Manufacturer narrative:
(B)(6). MFR date 10/2008. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1, 06/01/2011. Device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that the keypad buttons have been sticking for the past 2 weeks. He noted that the keypad buttons do not feel normal and do not spring back when pressed. The family member denied physical damage to the keypad; denied exposing the pump to water; and stated that the patient wears the clip on her waist.